Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to system error 345. The cause was identified to be the thermistor downstream readings out of specification and the force sensor was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device displayed system error 345 (thermistor disparity). No additional information is available.